Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving an alert for low, out of range, hv lead impedance. During in-clinic testing high, out of range, hv lead impedance was noted . During the extraction procedure, externalized conductors were observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 13.8cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.